Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery with a max d iameter of 5mm and a 6mm neck diameter. The landing zone was 4mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a 6mm diameter. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed intracranial aneurysm. It was reported that after access was established, the stent was delivered to the ipsilateral m1 segment. After exposing approximately 7-8 mm of the stent tip end and waiting for approximately 10 seconds, the tip end did not open. The stent was further deployed by approximately 12 mm, but the tip end still failed to open. The operator attempted to recapture and redeploy it, but after shaking, pushing, pulling, and other maneuvers, the tip end still failed to open. After additional operations such as adjusting the microcatheter tension, it still failed to open. Therefore, the stent was withdrawn from the body, and it was found that the stent tip end could not open. The stent had undergone repeated pushing and pulling within the catheter, and the operator was concerned that there might be internal damage to the stent catheter, so both the stent and the catheter were replaced together, and the procedure was completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a hemu guide catheter and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.